Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, insulation damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed while the reported event of lead damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection revealed all filars of the outer coil were fractured at the middle region of the lead and this was confirmed with scanning electron microscope evaluation. The cause of the reported event of lead damage was due to fractured outer coil consistent with fatigue fracture. During analysis, a failure event was observed which was unrelated to the reported event. X-ray examination revealed metal clipping at the connector region. An additional investigation is being performed.